Event description:
The international philips field service engineer (fse) reported that a ventilator's touchscreen could not be calibrated and was experiencing issues. It is unknown if the device was in use on a patient at the time of the event. There was no patient or user harm reported. The device was evaluated by the international philips field service engineer (fse) who confirmed the reported issue. The fse replaced the touchscreen. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The customer reported the device issue was found during device set-up. There was no patient or user harm reported. There was no delay to patient therapy reported.